Event description:
It was reported that the charger would not charge the device, and the user completed troubleshooting and education without resolution. Symptoms included no clinical effects reported. Outcomes included no impact reported. Investigation included review of complaint details and user-reported troubleshooting steps. Investigation of this case revealed insufficient evidence to confirm a device malfunction or component failure related to the charger. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending additional information.